Manufacturer narrative:
H.6. Investigation summary customer returned (98) sealed 4mm, 32g pen needles in the shelf carton from lot # 9268420. Customer states that there was no insulin flow during priming. Thirty out of 98 returned pen needles were tested and all were able expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of unspecified bd nano pen needles experienced an inability to deliver insulin/medication and was unable or difficult to prime. The product defects were noted during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. From phone call on 2020-02-18 09:34:36: responded to voicemail consumer stated, no insulin flow when priming pen needles. 5 pen needles affected stated, by the time he got to the 6th pen needle, it worked. Date of event: (B)(6) 2020. Catalog: unknown, (using bd nano pen needles) expiration date: 2024-06-30. Lot: unknown.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of unspecified bd nano pen needles experienced an inability to deliver insulin/medication and was unable or difficult to prime. The product defects were noted during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. Verbatim: from phone call on 2020-02-18 09:34:36: responded to voicemail consumer stated, no insulin flow when priming pen needles. 5 pen needles affected. Stated, by the time he got to the 6th pen needle, it worked. Date of event: (B)(6) 2020. Catalog: unknown, (using bd nano pen needles). Expiration date: 2024-06-30. Lot: unknown.